Event description:
It was reported that the health care professional (hcp) called for review of a stored non-sustained ventricular tachycardia (nsvt) episode for this patient with a pacemaker system as there was a concern there was t wave oversensing. Technical services reviewed the device data and a few older episodes and confirmed there is t wave oversensing. The presenting electrogram (egm) shows normal r waves and very small t waves. The hcp did mention that the patient had a stroke right around this time which something may have happened metabolically. The plan is to continue to monitor. At this time, the device remains in service. No adverse patient effects were reported.